Manufacturer narrative:
Failure analysis noted that the insulin pump passed the rewind, basic occlusion test, occlusion test, prime/ compromised force sensor system alarm test, excessive no delivery test and displacement test. There was no motor error alarm. The motor was tested outside and passed. The pump had intermittent up arrow button due to flattened dome switch. There was no button error alarm. They noted corroded keypad traces. The pump had cracked case at display window corners, cracked battery tube threads and scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 235 mg/dl at the time of incident. The customer stated that the pump also alarmed motor error. He stated that the up arrow was not working properly. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.